Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump had a blank display. The customer's mother reported that they had battery out limit alarm and bad battery alarm in the alarm history. The customer's blood glucose was 386 mg/dl at the time of incident. The customer's mother stated that they treated the high blood glucose with bolus. The customer's mother stated that the insulin pump was not dropped, bumped or exposed to moisture. The customer's mother stated that the battery compartment and spring were not damaged or corroded. The customer's mother stated that the battery cap was not damaged or corroded. The customer's mother stated that the display returned after inserting a new battery. The customer's mother also reported that they received a failed battery test alarm. The insulin pump will not be returned for analysis.